Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date, should additional information become available a follow-up report will be submitted.

Event description:
It was reported a black dot appears on the surface of the dressing. Photographs were provided of the reported complaint issue.

Manufacturer narrative:
A review of the last three (3) product monitoring reviews for trends indicated, no trends for this issue on this product. Historical complaint data from (B)(6) 2015 to (B)(6) 2017 was reviewed as it relates to reported events of this product model number 187955. A total of six (6) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date, should additional information become available a follow-up report will be submitted. (B)(4).